Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 08 2007. Evaluation summary: the condition of underinfusing on channel a was confirmed. Inspection of the device found that the underinfusion was caused by a faulty pump head module. The pump head module was replaced on channel a.

Event description:
During service by baxter, the infusion pump was underinfusing on channel a. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.